Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the clips did not close. The clips were malformed and the tissue was released. A new device was used to complete the procedure. Patient consequence unknown.